Event description:
It is reported that an attempt was made to pre-dilate the diagonal branch with a sprinter legend balloon dilatation catheter. This was the 3rd balloon used during procedure (other 2 unk brand names). The artery was reported to be calcified with 90% stenosis. The device was inflated to 14atm and the balloon burst. A fourth balloon was then used but it was still not possible to implant the stent. There was no patient injury or clinical sequelae reported.

Manufacturer narrative:
(B)(4): evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology); 90% stenosis and calcification. (Deformation problem). (No results available since no evaluation performed) - device or procedural images not provided for review. Failure to follow instructions (device inflated over rated burst pressure). (Device not returned for evaluation). Conclusion, results: device failure/lack of effectiveness related to patient condition (lesion morphology) 90% stenosis and calcification. Unable to confirm complaint (device not returned). Failure to follow instructions (device inflated over rated burst pressure).